Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of residues present on the stylet is confirmed but the exact cause remains unknown. Two open single lumen 4 fr powerpicc catheters kits and catheters with stiffening stylet were returned for evaluation. The product labels indicated lot: reg4535. Each sample was inspected individually and both samples contained visible material residues in the stylet sections extending proximal to the yellow septum on the t-lock stylet assemblies. The stylets were removed from the catheter in order to inspect the entire lengths. The residues were found to be distributed throughout the complete lengths of the stylets. Microscopic inspection of the residues revealed it to be a solid, opaque material. Multiple sections of the stylets contained more condensed regions with the material. Based on the evaluation conducted by the manufacturing facility, the material appears to be the hydrophilic coating used in the application process. A review of the manufacturing records did not reveal a potential root cause that may have contributed to the reported event. Based on the condition of the returned sample, possible contributing factors include retraction of the stylet through the t-lock prior to flushing. Bunching of the hydrophilic coating was found to be the material present on the stylet; therefore, the complaint is confirmed, but the exact contributing factors leading to the issue remain unknown at this time.

Event description:
It was reported by the customer "during the catheterization process, it was found that the stylet of the power catheter had hairy branches, which were uneven, and there was foreign matter attached on the surface of the stylet." It was reported this occurred with two stylets. This report addresses the first stylet.

Event description:
It was reported by the customer "during the catheterization process, it was found that the stylet of the power catheter had hairy branches, which were uneven, and there was foreign matter attached on the surface of the stylet." It was reported this occurred with four stylets. This report addresses the first stylet.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regp4535 showed four other similar product complaint(s) from this batch number.